Manufacturer narrative:
(B)(4).

Event description:
Procedure: lavh. According to the reporter the vaginal cuff was being sutured and the needle broke in half. The doctor used two other strands of the vloc suture on endostitch and they dislodged from the endostitch. The doctor proceeded to suture manually to finish the case. The delay was over 30 minutes but did not affect the pt. The endostitch needle fragment fell off the device. They did bring in a c-arm because they couldn't find part of needle visually and they couldn't find it with c-arm either so the surgeon believes the needle came out of the cavity. No additional information is available.